Event description:
The surgeon inserted a 19.0 diopter cq2015 three piece collamer lens. The lens trailing haptic caught in the cartridge and tore. The lens was removed without enlarging the incision. No patient injury. The reporter stated that the surgeon thought there may have been a crack in the injector causing the trailing haptic to be caught.